Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. H3 other text : not returned for evaluation.

Event description:
As reported by the field clinical specialist, the patient had a 20mm sapien 3 ultra implanted in a bare metal stent in the pulmonic position. Approximately 2 years, 8 months post procedure, the s3u valve had stenosis with a cath mean gradient of 60mmgh, a valve area of 19mm2 and mild central leak. A valve-in-valve procedure was performed with a 23mm s3 ultra resilia valve. During deployment of the s3ur, the commander balloon ruptured at full inflation at the end of deployment. It was removed out of the patient without difficulty and the balloon will be inspected by the team. The post deployment gradient was 0mmgh. The patient recovered well. The perceived root cause of the stenosis was reported as unknown. Per report, the commander balloon was prepared with +2cc added to the nominal volume. The degree of calcium on the landing zone was reported as unknown.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. It should be noted that the thv was implanted at pulmonic position for this case. The sapien 3 ultra (s3u) with the commander delivery system was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, or surgical bioprosthetic mitral valve replacement. The s3u device was used in off label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available IFU and training materials were reviewed for relevant guidance for an s3u implant using a commander delivery system. No IFU/trainings were identified. The complaints for increased gradient and central leak were confirmed based on the provided medical report. However, no manufacturing non-conformances that would have contributed to the complaint event were identified during this evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint events. As reported, ''approximately 2 years, 8 months post procedure, the s3u valve had stenosis with a cath mean gradient of 60mmgh, a valve area of 19mm2 and mild central leak.'' It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant results in symptoms, it may require intervention. Due to the insufficient information provided, a definitive root cause for the the reported increased gradient is unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). In this case, the patient was reported to have stenosis per the medical report. Stenosis can prevent the valve leaflets from opening and closing properly, leading to central regurgitation and increased gradient. The cause of the stenosis cannot be determined based on the limited information provided. As such, available information suggests that patient factors (stenosis of unknown cause) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.